Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were harder to press to get respond. Customer¿s blood glucose was unknown. Customer stated that insulin pump received failed battery test, customer has heard grinding during rewind, insulin pump takes longer to rewind than previous and customer needs to replace battery every after 2 weeks. Insulin pump will not be returned for analysis.